Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the clip applier had clips scissoring and jamming in the applier used in a laparoscopic pancreatic duodectomy procedure. The sales rep stated that they pulled another device to complete the case with no patient consequence.